Event description:
Caller reported that an occlusion alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Customer resolved the issue by changing the infusion set and cartridge and resumed insulin.